Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return.

Manufacturer narrative:
The complaint device was received and visually evaluated; both with the naked eye and under magnification. It is noted, that outside of the complaint damage, the device has signs of usage; however, appears in good condition, no other damage or anomalies. The distal tip of the driver device, as described in the complaint verbiage, is broken away; the condition of the break is rough, ragged and irregular. It is possible that the driver, for whatever reason, was subjected to gross mechanical rotational force, enough force to cause the break. Outside of that consideration, we cannot discern any other root cause for the device's failure. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It is reporting to us that during an arthroscopic knee repair, a portion of the distal tip of a driver broke off into the screw whilst the surgeon was driving the fixation device into the bone. The fragment was retrieved and the procedure was concluded successfully without further issue or harm to the patient.